Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, infection, adhesions, and open wound. Post-operative patient treatment included removal of infected mesh, lysis of adhesions, wound vac, and implantation of an additional mesh product.